Manufacturer narrative:
(B)(6). Evaluation - product has not been received by the manufacturer. As the lot number has not been provided, device history review cannot be conducted. Two-year complaint history review found this to be the only report for this part number. Should the instrument be received, upon completion of investigation a follow-up report will be filed.

Event description:
During a procedure performed on (B)(6) 2018, the tip of the pedicle screw tap assembly - 5.5 mm (39-sp-0555) broke while tapping into the patient's bone. The broken tip was retrieved from the patient and the procedure was completed with a small (2-3 minutes) delay to the procedure. No patient injury was noted.